Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Additional information provided: updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated codes, results and conclusions, to reflect failure analysis results.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be undamaged and in working condition. Upon conclusion of the analysis, no fault was found and the reported issue could not be verified.